Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. This occurred on 3 occasions. The following information was provided by the initial reporter: the customer (pharmacy) reported as follows: a patient with a long history of insulin treatment is complaining that drug doesn't come out at a frequency of 1 per polybag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. This occurred on 3 occasions.the following information was provided by the initial reporter:the customer (pharmacy) reported as follows:a patient with a long history of insulin treatment is complaining that drug doesn't come out at a frequency of 1 per polybag.